Event description:
It was reported that a patient underwent a procedure on (B)(6) 2023 and suture was used. At 10:20, the patient underwent surgery. At 10:30, it was reported that the suture broke from the root after first stitch. The suture was immediately removed and replaced with a new one, the same problem happened. After replacing the third suture at 10:32, it was able to be used normally and the manual surgery was successfully completed. This incident increased the harm to patient and extended the surgical time. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information could you please clarify what is the lot number? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances / manufacturing irregularities related to the malfunction were identified. Event related to mw # 2210968-2023-06223. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.